Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting..

Event description:
Evaluation summary: the pump head roller was found defective.

Event description:
The customer reported that the tumescent pump stopped working. Pump was connected to patient, but no patient injury noted.